Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, during the valve alignment of a 26mm sapien 3 valve, tension was noted in the commander delivery system. The delivery system and valve were retracted. Once the delivery system was removed from the patient, a balloon tear was observed/confirmed. A new delivery system and sapien 3 valve were prepared and successfully used for the procedure. No injury or complication to the patient occurred. Information regarding the access vessel minimum luminal diameter (mld) and degree of vessel calcification was not provided. ¿strong¿ vessel tortuosity was reported. The initial delivery system and valve were discarded at the facility following the procedure. The second valve remains implanted in the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: evaluation codes; narrative text. The initial commander delivery system and sapien 3 valve were discarded at the facility following the procedure and were not available for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Photographs of the device were provided for evaluation. A tear on the crimp balloon was observed. The valve appeared to be on the proximal taper of the inflation balloon. Lot history review revealed no additional similar complaints. Complaint history review from april 2018 through march 2019 for the edwards commander delivery system (all models, all sizes) revealed other returned complaints for balloon ¿ torn. A review of the complaint history revealed that the occurrence rate did not exceed the march 2019 control limit for the appropriate trend category. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. The IFU and training manuals were reviewed. No IFU/training manual deficiencies were found. During the manufacturing process, the entire delivery system (including the crimp balloon and inflation balloon) undergo multiple visual inspections and testing. During the manufacturing process, the crimp balloon, crimp balloon to inflation balloon laser bond and balloon catheter laser bond undergo multiple 100% inspections. In addition, the commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the inflation balloon. Product verification (pv) testing was also performed on each lot using a sampling plan. The samples undergo functional product verification testing, including visual inspection for physical defects or damage and are tested for balloon burst pressure. In addition, the inflation balloon/nose tip, inflation balloon/crimp balloon and crimp balloon/ balloon shaft bonds are tensile tested. All samples passed pv testing. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint for balloon ¿ torn was confirmed based on the device photo provided by the site. However, due to the unavailability of the device, visual, functional and dimensional analysis could not be performed. Therefore, the presence of a manufacturing non-conformance was not able to be determined. A review of DHR, lot history, and complaint history did not reveal any manufacturing non-conformances which could have contributed to the complaint. A review of complaint history revealed that the potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra) by edwards lifesciences. Increased alignment forces experienced during the procedure as a possible root cause for the balloon tear. If the physician performed the valve alignment process at a bend or angle, it could result in increased forces being applied to the bond area. This may occur as performing valve alignment in a non-straight section of the aorta can cause the valve to unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip. If the valve is unseated during valve alignment, it can result in higher than usual alignment forces, weakening and subsequently tearing the balloon material near the inflation balloon to crimp balloon bond. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. Per complaint description, ¿there was tension in the delivery system during valve alignment.¿ additional, patient had a severe tortuous anatomy. So, the balloon may have torn during the valve alignment. Although a definitive root cause was not able to be determined, based on the available information, procedural factors (valve alignment in a non-straight section of the aorta), in addition to patient factors (vessel tortuosity) may have contributed to the complaint event. Available information suggests that patient and/or procedural factors may have contributed to the complaint event. Since no product non-conformances or IFU/training inadequacies were identified during this investigation, and the trend category does not exceed control limits, no corrective or preventive action is required at this time. In addition, a product risk assessment (pra) escalation is not required. However, at management discretion, a pra previously initiated to document and assess the balloon torn and the valve movement on balloon issues and the associated risks, and CAPA were initiated to further investigate these issues and drive potential corrective/preventative actions. No IFU/training material deficiencies were identified. Regardless, edwards has decided to proceed with including into the IFU additional information that currently exists in the training manuals related to tension build-up in the device during use.